Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon receipt, the belt failed the ECG fall off test. Upon evaluation, the heat shrink tubing was parting from the pulse wires. This resulted in a short in the distribution node. The cause for the test failure was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the parting heat shrink. The root cause for the parting heat shrink cannot be positively determined. No adverse event resulted from the broken wires.